Manufacturer narrative:
Product analysis: analysis was able to confirm that there were problems with the programmer display and the flap was broken. Analysis also found that the touchscreen was out of calibration, the media bay door was defective, and the upper and lower bullets were worn out. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were problems with the programmer display and the flap was broken. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.